Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. Two fluoroscopic images were provided for review. Images display a coil, stent, and microcatheter. The coil is shown to be stretched both proximally and distally at the tip of the microcatheter. The origin of the stretching cannot be identified in the provided images. The distal marker of the pusher also cannot be identified in the images. The root cause of the failure cannot be definitely determined from the images provided. Based on the investigation findings and available information, the reported complaint is confirmed. The device was not returned for evaluation; however, the provided image demonstrated coil stretching, which could have resulted from difficulty during placement/positioning or from navigation through a tortuous vasculature, as was reported. It is possible that the coil was pinned/caught as the pusher was retracted; however, the root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an attempted coil embolization of a type 2 endoleak, the coil unraveled and then detached. The coil had been advanced via the sma through the arc of riolan and into the ima to reach the aneurysmal sac. The coil was unable to be retrieved from the sma despite multiple attempts. The procedure was converted to a surgical laparotomy and the sma was dissected free from the aorta; however, the coil was unable to be located. There was no evidence of thrombus or dissection in the sma. An arteriotomy was performed with a fogarty balloon, with no evidence of thrombus. The arteriotomy was closed and the patient was admitted to the ICU. The patient was extubated the following morning without difficulty. The nasogastric tube was removed two days post-op. The patient was ambulating without difficulty on post-op day four, his pain was well controlled, and he was tolerating a regular diet. The patient was reported to be doing well.